Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous results for one patient sample tested for 25-hydroxyvitamin d (vitd) on an e170 analyzer. The sample initially resulted as 41.75 ng/ml and this value was reported outside of the laboratory. The sample was repeated on a second analyzer, resulting as 25.54 ng/ml. A corrected report was issued for the repeat value. The patient was not adversely affected. The vitd reagent lot number was 127745. The reagent expiration date was asked for, but not provided. The field service representative ran liquid flow cleaning on the analyzer. After the cleaning, controls were found to be ok. No other wrong results were reported from the analyzer. It was suggested that the issue was caused by sample aspiration issues due to fibrin, clots, or bubbles. A specific root cause could not be determined based on the provided information. A contamination of the measuring cell is the most likely root cause. Such contamination is typically caused by pre-analytical sample handling, insoluble material in the sample, or high protein concentrations. The alarm trace showed various sample pipetting alarms for all modules, which indicates an issue with sample quality.